Event description:
Treating neurologist reported that when she attempted to increase programmed parameters at recent office visit, the patient seized after the device was swiped with the magnet. Prior to parameter adjustments, the device was programmed to 1.5ma normal mode output current, 3 minutes off time and 1.75ma magnet mode output current. Normal mode output current, off time and magnet mode output current were adjusted to 1.75ma, 1.8 minutes and 2.0ma respectively. The device was then swiped with the magnet to evaluate the patient's tolerance to the parameter adjustments. After swiping the device with the magnet, the patient seized for approximately 15 minutes. Both normal mode and magnet mode output currents were then reduced back to their original settings of 1.5ma and 1.75ma respectively, but the off time remained at 1.8 minutes. The device was again swiped with the magnet and the patient began to seize approximately two minutes later. The second seizure continued for >5 minutes and then diastat was administered. Device off time was adjusted back to orginal setting of 3 minutes and the patient was then transported to the hospital emergency room. The patient was admitted for treatment of pneumonia, at which time he underwent a tracheostomy. Further follow up with treating physician revealed that the patient's seizures with magnet mode stimulation had resolved. Pre-vns seizure frequency is documented as being >5 seizures per day. With the vns therapy, the patient experienced occasional seizure-free weeks until the summer, at which time seizure frequency temporarily returned to >5 seizures per day around the time that the patient was hospitalized for treatment of pneumonia. There had not been any recent changes to the patient's medication regimen and there were reportedly no environmental stimuli, such as stress, that could have contributed to the increase in seizure activity.